Event description:
When using cardiosave intra aortic balloon pump to assist in the treatment of a patient with acute myocardial infarction, the arterial pressure signal was not displayed after insertion and connecting the optical sensor to the cardiosave. The staff tried unplugging and re-plugging the connector, and then switched to another cardiosave, but they still could not obtain an arterial pressure signal. However, after switching a balloon to a similar-sized, they were able to obtain an arterial pressure signal without any problems and complete the treatment.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.